Manufacturer narrative:
Initial.

Event description:
It was reported that after replacing a freestyle libre 3 plus cgm sensor, the ilet displayed "dosing stopped, connect cgm or enter bg," and sensor warmup did not initiate until the user rescanned, after which warmup appeared and dosing could proceed, consistent with an intermittent communication failure involving the cgm interface and antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the freestyle libre 3 plus cgm characterized by intermittent communication, with the antenna identified as the involved device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.